Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months.   The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on. It was reported that on (B)(6) 2016 the patient experienced drainage from the driveline exit site. The patient was started on doxycycline, and cultures obtained on (B)(6) 2016 tested positive for enterococcus faecalis. The patient continued on doxycycline. On (B)(6) 2016, doxycycline was discontinued and amoxicillin was started. When the amoxicillin treatment was completed, cultures were obtained that were negative. On (B)(6) 2016 during a clinic visit, no drainage was observed from the driveline. It was reported that the infection resolved at this time. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.